Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with an abscess underneath sensor pod area only. The patient was seen by a doctor who ¿cut¿ and drained the abscess and prescribed unspecified antibiotics. The route of the antibiotic treatment was not mentioned but this was most likely this was orally. At the time of the report the patient was without symptoms, and it was stated that the affected skin area had healed and that nothing was visible anymore. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).